Manufacturer narrative:
The device was received for evaluation. During functional testing, the device screen was dark. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Visual inspection found the cause had fluid intrusion resulting in corrosion to rear case, processor, I/o (input/output) board, display, ultrasonic sensor and upper auxiliary. The rear case, processor, I/o board, display, ultrasonic sensor, upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump screen was dark and upside down during an unspecified process step. There was no patient involvement. No additional information is available.